Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Customer's blood glucose level was 509 mg/dl. The customer administered a correction injection to address bg level. Replacement pump was sent to customer to resolve the issue.